Manufacturer narrative:
Device evaluation: one used tracheostomy tube and one used disposable inner cannula was returned for evaluation. Inspection of the returned tube found it to be correctly assembled with the 15mm connector and tube intact. Functional testing of the flange's locking mechanism confirmed as operate as intended. Testing of the tube with the returned inner cannula and an inner cannula pulled from stock confirmed that the inner cannula could be inserted into the tube and locked into place with no issue. Visual inspection and functional testing confirmed the returned device sample to be assembled correctly and to operate as intended. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
Distributor reported on behalf of user facility that the product was in use with a patient when the 15mm connector became disconnected from the tube. It is not known how long the tube was in use. No incident related medical sequela was reported.